Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled. As it was stated, the spring arm's screw was missing. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to incident. In the time when the event occurred the device was not being used for patient treatment. Manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 13th april, 2020 getinge became aware of an issue with one of surgical lights - hled. As ot was stated, the spring arm's screw was missing. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field may cause contamination.